Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date, the ti matrixmandible plate broke while being molded. There was no patient involvement. There is no further information available. This complaint involves one (1) device. This report is for one (1) ti matrixmandible 7x23 angle recon pl right 2.5mm thick. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: device history review done by (B)(6) on july 13, 2020. Part number: 04.503.740; lot number: 10l7921; part manufacture date: june 25, 2019; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible 7x23 angle recon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of (B)(4) pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: corrected data: g1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9. Date device returned to manufacturer. Visual inspection: the matrixmand reco-pl angl r 7+23ho t2.5 ti (p/n: 04.503.740, lot number: 10l7921) was received at us cq. Visual inspection of the complaint device showed the plate was broken at several places. Additionally, several nicks and scratches were observed on the device surface. No other issues were observed with the complaint device. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - 08-jul-2020 by: (B)(4) a DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. Device history review done by (B)(6) on (B)(6) 2020. Part number: 04.503.740 lot number: 10l7921 part manufacture date: 25 june 2019 manufacturing location: elmira a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible 7x23 angle recon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 18 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review - the lot quantity of 18 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.